Event description:
It was reported via stelobot that a skin reaction occurred. The customer experienced systemic itching accompanied by swelling approximately two days after applying the sensor and initially self-treated with topical hydrocortisone cream. The exact location of sensor insertion was not specified. On (B)(6) 2026, technical support emailed the customer additional questions regarding the event, as no phone number was provided. A response was received on (B)(6) 2026. This event occurred following the customer¿s first stelo sensor insertion on (B)(6) 2025, at approximately 09:20 am. The customer reported onset of itching and swelling later that evening. No anaphylactic reaction occurred. In addition to topical hydrocortisone, the customer self-administered oral benadryl twice daily (dosage unspecified). The customer disclosed a history of hashimoto¿s thyroiditis (hypothyroidism) for the past 10 years and has been maintained on a stable dose of oral levothyroxine for several years. She did not seek additional medical care, as she is a healthcare professional (surgeon). The reaction at the insertion site has since resolved. No further details regarding the customer or the event were provided. No product was provided for investigation. Data was returned but will not confirm the issue or determine a probable cause. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, clarification was received on 02/04/2026. It was reported via stelobot that a skin reaction occurred. It was reported that the customer experienced a systemic skin reaction following stelo sensor use. The customer initially reported developing systemic itching and swelling after applying the sensor and used a topical cream for treatment. The sensor had been inserted on (B)(6) 2025, and the site was prepared with alcohol (which later was clarified as the second sensor). On (B)(6) 2026, technical support emailed the customer requesting additional details, as no phone number was provided. A response was received on (B)(6) 2026, (from the initial reaction that was inserted on (B)(6) 2025, clarifying that this event occurred with the customer¿s first stelo sensor insertion (in this report). According to the customer, the sensor was inserted on 12/07/2025, at approximately 9:20 am, and itching and swelling began later that evening. Reported symptoms included: redness, inflammation, full-body swelling, itching, later development of dry and flaky skin. Symptoms were present on the back and legs. The customer did not experience an anaphylactic reaction. The sensor was removed, and treatment began on (B)(6) 2025. In addition to topical hydrocortisone cream, the customer self-treated with oral benadryl twice daily (dosage unspecified). A second (which was inserted on (B)(6) 2025 report regarding the same event was also submitted by the customer, stating she ¿developed full body swelling and itching 2 days after applying, no local skin changes but I have a metal allergy, could it be from the needle? Not back to normal 5 days after removing sensor.¿ the customer additionally reported a 10-year history of hashimoto¿s thyroiditis (hypothyroidism) and indicated she has been on a stable dose of oral levothyroxine for several years. She did not seek additional medical care, noting that she is a healthcare professional (surgeon). The reaction at the insertion site has since resolved no product was provided for investigation. Data was returned but will not confirm the issue or determine a probable cause. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Product registration - correction. B5: describe event or problem - correction/additional information. D4 model no - correction. D4 catalog no - correction. D4 serial no - correction. D4 lot no - correction. D4 expiration date - additional information. Primary UDI number - correction. G3: date received by mfg - additional information. G6: type of report - updated/follow-up. H2: type of follow up - correction/additional information. H4 device mfg date - additional information. H10: corrected data.

Event description:
Subsequent to the initial MDR, clarification was received on 01/22/2026. It was reported that the customer experienced a systemic skin reaction following stelo sensor use. The customer initially reported developing systemic itching and swelling two days after applying the sensor and used a topical cream for treatment. The sensor had been inserted on (B)(6) 2025, and the site was prepared with alcohol. On 01/07/2026, technical support emailed the customer requesting additional details, as no phone number was provided. A response was received on (B)(6) 2026, clarifying that this event occurred with the customer¿s first stelo sensor insertion. According to the customer, the sensor was inserted on (B)(6) 2025, at approximately 9:20 am, and itching and swelling began later that evening. Reported symptoms included: redness, inflammation, full-body swelling, itching, later development of dry and flaky skin. Symptoms were present on the back and legs. The customer did not experience an anaphylactic reaction. The sensor was removed, and treatment began on (B)(6) 2025. In addition to topical hydrocortisone cream, the customer self-treated with oral benadryl twice daily (dosage unspecified). A second (duplicate) report regarding the same event was also submitted by the customer, stating she ¿developed full body swelling and itching 2 days after applying, no local skin changes but I have a metal allergy, could it be from the needle? Not back to normal 5 days after removing sensor.¿ the customer additionally reported a 10-year history of hashimoto¿s thyroiditis (hypothyroidism) and indicated she has been on a stable dose of oral levothyroxine for several years. She did not seek additional medical care, noting that she is a healthcare professional (surgeon). The reaction at the insertion site has since resolved. No additional patient or event information is available.